Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted a cracked/torn polyurethane insulation at the distal end of the terminal boot -- consistent with environmental over stress. X-ray evaluation showed an inner coil fracture near the terminal pin - damage indicative of helix extension/retraction difficulty. Characteristics of the fractured inner coil indicate helix extension/retraction difficulty and over-torque. Such damage is considered a design issue.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an insulation issue. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an insulation issue. Another ra lead was successfully implanted. No additional adverse patient effects were reported.